Manufacturer narrative:
Correction: describe event or problem. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an amiodarone infusion could not be confirmed since the facility did not clarify what the issue was. A log review of the provided event logs confirmed that an amiodarone infusion was performed on the reported date of the event. No testing was able to be performed due to no devices being returned for investigation. A review of the suspect pcu device event log showed that on 19oct2025 at 4:11 am, the user programmed and started a basic infusion with a volume to be infused (vtbi) of 50ml and a duration of 30 minutes (rate of 100ml/hr). The primary volume infused (pvi) was recorded as 0ml. At 4:41 am, the basic infusion completed with keep vein open (kvo) alarm. The pvi was recorded as 50.021ml. At 5:50 am, the user programmed and started a new guardrails infusion. The selected drug was labeled as ¿cordarone ham 15mg¿ (amiodarone). The programmed rate was 33.3ml/hr with a vtbi of 500ml and a concentration of 900mg/500ml. At 2:07 pm, the user changed the rate to 16.7ml/hr. The pvi was recorded as 327.727ml. At 4:44 pm, the channel alarmed for patient side occlusion. The user restarted the infusion. The pvi was recorded as 368.634ml. At 8:47 pm, the user changed the vtbi to 500ml. The pvi was recorded as 431.468ml. At 8:58 pm, the user channeled off the unit and powered down the system. The bd alaris user manual v12.3.2 has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a concern related involving an amiodarone drip was not determined. The customer requested a review of the suspect pcu event logs. An amiodarone infusion was confirmed on the provided logs during the reported date and time of the event. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported "a potential medication-related concern involving the amiodarone drip". No further information was provided. Bd received additional information. It was reported that the event occurred on 19 october 2025 between 0600 and 2359h. Per report, the event was a "med error". There was patient involvement, but the outcome is unknown. Multiple attempts have been made to request additional information, such as details of the event, patient outcome, the intended or ordered infusion rate of amiodarone, and the total dose/volume of the amiodarone bag. However, the customer did not provide this information, stating that they only wanted to know what was in the device logs. The customer also indicated that there is a possibility the infusion was programmed using basic infusion setting (without guardrails protection).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported "a potential medication-related concern involving the amiodarone drip". No further information was provided. Bd received additional information. It was reported that the event occurred on 19 october 2025 between 0600 and 2359h. Per report, the event was a "med error". There was patient involvement, but the outcome is unknown.